Event description:
It was reported that during infusion, the pump exhibited an error code 1470. Per the reporter, the patient was given a new pump. The patient was not affected; no adverse patient effects were reported by the customer. The pump was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation could not determine most probable root cause due to lack of information provided and the reported error code '1470' does not exist. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.